Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 6 was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was not detecting as closed. A field service engineer found that the inception latch was missing a magnet. The latch was replaced, but the hardware test application (hta) test did not pass until pocket a3 was removed. After removing the faulty pocket, drawer 6 successfully passed the hta test. Pocket a3 was handed over to the customer for replacement. The customer then tested the station and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.